Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during replantation of amputated finger, the surgeon sutured the broken blood vessel. While suturing, there was a break in the middle of the needle and it broke in half. After searching, the broken needle was taken out of the body and after comparison, it was confirmed that the suture was complete. Replaced with the second overlock needle to continue the operation. There was no patient injury.